Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two struts stretched at the proximal edge of the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jan-2016. It was reported that crossing difficulties was encountered. Vascular access was obtained via the left radial artery. The 90% stenosed, 24x2.5mm, concentric, de novo target lesion was located in the non-calcified right coronary artery (rca). A 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. A non-bsc balloon catheter was then used to dilate the lesion but was unable to open the vessel well. The 24 x 2.50 promus premier drug-eluting stent was re-advanced but still failed to cross the lesion. The patient was then referred for a surgery. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.